Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to a high blood glucose level. The customer did not receive a no delivery alarm. The infusion set cannula was bent. The customer had issues with the sensor. Her sensor and blood glucose reading difference was 50 to 70 points. The sensor stated that her blood glucose was going down but it was actually going up. She was at work when she started to feel nauseous, fatigue, and light headed. The customer tested her blood glucose manually and it was 445 mg/dl. Shen then went to the emergency room. She had a diabetic ketoacidosis. The hospital gave her IV drip. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.